Event description:
It was initially reported that the site indicated that their programming system wasn't working properly. The handheld computer had screen freezing, but it wasn't indicated when this was occurring. It was also noted that screen was frozen for "36 hours". The third issue was the handheld computer not being able to be charged and the screen remained blank. Some troubleshooting was performed at the site, but no details were provided. It was noted that charge light on the handheld computer would turn red while charging and then later green, but would not turn on, even if allowed to charge overnight. A replacement system is expected to be sent out to the site. Good faith attempts to have the product returned for analysis have been unsuccessful to date.